Event description:
The user facility reported the peer retractor instrument broke during liver retraction. The instrument was purchased in august 2006, and has been used 4 or 5 times. All of the pieces were retrieved. Upon retrieving the pieces of the broken instrument, the surgeon's finger was picked. Blood test results were requested post-op. No patient injury has been reported.